Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported following a permanent implant procedure on (B)(6) 2017, it was noted on (B)(6) 2017, the patient could not feel her legs. As a result, the patient went to the hospital at which the device was explanted.

Event description:
Follow-up information revealed unrelated health problems caused the patient's issue.